Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/06/2008 and 08/08/2008 by mail, fax, a phone. A completed questionnaire was received on 08/21/2008.

Event description:
A surgeon reported having a pt with unexpected postoperative refractions following bilateral intraocular lens (iol) implant surgery. Approx four months later, yag was performed. In follow up, the outcome of event for the pt is "good". There are two medical device reports associated with this event. This report is for the right eye.